Event description:
Healthcare professional reported deflation. Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event deflation was received on march 03, 2025, with catalog mcghan300cc. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed opening device assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. As per the investigation procedure crease wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. Record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported, deflation. Record is for right side. Device remains implanted.